Event description:
User experiencing intermittent discrepant calcium results once every two weeks for an undisclosed period of time. Only the following examples was provided, which occurred in 2008: initial result 15.8 mg/dl, repeat 9.7 mg/dl. Initial result was reported, the pt was not adversely affected. The field service rep was unable to determine the root cause, however, did replace the internal reservoir, cleaned the reservoir and rinse station. Performance test performed which were within specification.